Event description:
It was reported that the pacemaker system exhibited noise in this non boston scientific right atrial (ra) lead and non boston scientific right ventricular (rv) lead. In addition, a signal artifact monitoring (sam) event was recorded with low ra and rv lead impedance measurements. Technical services (ts) was consulted and recommended further testing to check if the noise would be reproducible. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).